Event description:
It was reported that the procedure was cancelled. The target lesion was located in the very calcified vessel. Two rotalink plus of different sizes, namely, 1.50mm and 1.25mm, and a rotawire were selected for use. During the course of the procedure, it was noted that the two rotalink burrs were unable to load on the wire. The procedure was not completed due to this event. No complications were reported and the patient was fine post procedure.